Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a boot loop. The issue began after they rebooted the cns because nurses were unable to view full disclosure data. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a boot loop. The issue began after they rebooted the cns because nurses were unable to view full disclosure data. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a boot loop. The issue began after they rebooted the cns because nurses were unable to view full disclosure data. No patient harm was reported. Investigation conclusion: the customer reported that a central monitoring unit was spontaneously boot looping while in use with a patient. No patient harm was reported, and no physical damage or fluid intrusion was identified. The customer declined remote troubleshooting and requested a warranty repair. The unit was returned to nk tech support, who verified the model and serial number and performed a physical evaluation with no damage found. The hard drives were identified as the source of the malfunction and were replaced with new units. The system was reimaged using a backup dvd per the service manual, initialized, and the touchscreen was calibrated. Communication with the bedside monitor, full disclosure, recorder, alarm indicator, sound, mouse, and keyboard were all verified. The unit completed 48 hours of extended testing and passed quality control inspection. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 11/24/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 12/02/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a boot loop. The issue began after they rebooted the cns because nurses were unable to view full disclosure data. No patient harm was reported.